Manufacturer narrative:
No cartridge was returned; therefore, a visual inspection was not possible. A review of the manufacturing records for the cartridge was performed. During the manufacturing process, inspection of the neck, tube, and tip areas of the cartridge are inspected for cracks. No cracking or stress marks are allowed. The devices were manufactured within specifications. There were no associated deviation or non-conformity reports found in the manufacturing record review that were related to the reported complaint and/or similar issues. The units were released according to specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. The cartridge met manufacturing specifications prior to release. The reported cartridge crack could not be verified. Labeling review: the directions for use, (dfu) instructions were reviewed. The dfu states proper lens delivery and lens preparation, and states to insert the cartridge into the handpiece with the iol diagram and canopy facing up and the cartridge tip bevel down. Further, it states do not use the cartridge if the tip is cracked or split. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges and intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The lens was not implanted. Concomitant medical products: zcb0000230 lens; serial #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge split while the lens was being inserted. Reportedly, only the lens will be returned for evaluation. The customer does not have the cartridge to be returned. No further information was provided.